Event description:
The customer observed a false positive architect stat troponin-I result on one patient sample. The physician questioned the result. The patient was redrawn and troponin was negative. The controls were within range. The following data was provided (normal reference range is 0.00 to 0.03 ng/ml): (B)(6) 2022 at 19:04 sid (B)(6) result = 0.19 ng/ml (positive); repeated as sid (B)(6) at 20:31 =0.002 ng/ml (negative) (B)(6) 2022 at 20:02 sid (B)(6) result (new draw) = 0.005 ng/ml (negative); repeated as sid (B)(6) at 20:33 = 0.000 ng/ml (negative) no impact to patient management was reported.

Manufacturer narrative:
Patient information: patient identifier : sid (B)(6). (Same patient). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The field service representative (fsr) performed several troubleshooting procedures and determined the arc sens lvl trg (list number 08c94-66) was the likely cause of the issue. The arc sens lvl trg was replaced which resolved the issue. An instrument service history review revealed no additional false positive results reported for (B)(6). A review of tracking and trending of the immunoassay systems did not identify any trends for architect i1000sr, or arc sens lvl trg with regards to the current issue. The device history records were reviewed, and no non-conformances or deviations were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the architect i1000sr processing module for serial number (B)(6) or the arc sens lvl trg was identified. Section b: b3 - date of event was corrected from 07jun2022 to 06jun2022.

Event description:
The customer observed a false positive architect stat troponin-I result on one patient sample. The physician questioned the result. The patient was redrawn and troponin was negative. The controls were within range. The following data was provided (normal reference range is 0.00 to 0.03 ng/ml): 06jun2022 at 19:04 sid (B)(6) result = 0.19 ng/ml (positive); repeated as sid (B)(6) at 20:31 =0.002 ng/ml (negative). 06jun2022 at 20:02 sid (B)(6) result (new draw) = 0.005 ng/ml (negative); repeated as sid (B)(6) at 20:33 = 0.000 ng/ml (negative) no impact to patient management was reported.